Event description:
It was reported that (1) tct75 was used during bowel procedure. It was reported by the rep that the instrument locked out and would not fire out of the box. The instrument was not reloaded and a new instrument was used to complete the case. There was no consequence to pt.